Manufacturer narrative:
(B)(4). Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A single image was returned and reviewed by an abbott vascular clinical specialist. The reviewer concluded the following: the image shows a deployed metallic stent in the proximal circumflex vessel which appears to be totally occluded at the ostium. No bvs scaffold markers are visible in this image. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The reported patient effects of angina and restenosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use (IFU) are known adverse events associated with the use of a coronary scaffold in native coronary arteries. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. It should also be noted that the IFU states: the absorb bvs is a temporary scaffold indicated for improving coronary luminal diameter that will eventually resorb and potentially facilitate normalization of vessel function in patients with ischemic heart disease due to de novo native coronary artery lesions. It is unknown if the IFU deviation contributed to the reported restenosis. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that the procedure on (B)(6) 2014 was to treat a no-flow, restenosis of a non-abbott stent which was implanted in the ostium to mid left circumflex (lcx). The patient presented with chest pain. Pre-dilatation was performed with a 2.5 x 15 mm non-compliant balloon to 12 atmospheres (atm) and a cutting balloon to 10 atm. The 3.0 x 18 mm absorb scaffold was implanted in the ostium, at the proximal edge of the restenosed stent and a 2.0 x 30 mm drug eluting balloon was also used in the restenosed stent. Final angiographic residual stenosis was less than 10%. Optical coherence tomography (oct) was used pre and post implant of the absorb scaffold. On (B)(6) 2017, the patient returned with chest pain and restenosis was found again from the ostium to mid lcx. After using a cutting balloon, two drug eluting balloons (2.0 x 30 mm, 3.0 x 30 mm) were used for treatment with a good final outcome. The physician suspected plavix resistance because both the scaffold and drug eluting stent restenosed. No additional information was provided.